Manufacturer narrative:
Reported event of premature discharge of battery was confirmed. Visual inspection found no anomaly on the helix, the helix lengths were within specification. Interrogation of the device revealed the device was at elective replacement indicator (eri) when received. A longevity calculation was performed and found the battery depletion was premature. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Further analysis performed on the hybrid indicated a metal migration anomaly causing a short, which resulted in premature battery depletion of the device.

Event description:
New information received notes that the device was explanted and replaced. There were no patient consequences.

Event description:
It was reported that patient's leadless pacemaker (lp) exhibited premature battery depletion. No intervention was done. The patient was stable.

Manufacturer narrative:
It was reported that the user experienced a lower-than-expected battery voltage reading. The provided information was reviewed by abbott engineering and the lower-than-expected battery voltage reading was confirmed. The root cause of the anomaly was not able to be determined without return of the device.

Manufacturer narrative:
Reported event of premature discharge of battery was confirmed. Visual inspection found no anomaly on the helix, the helix lengths were within specification. Interrogation of the device revealed the device was at elective replacement indicator (eri) when received. A longevity calculation was performed and found the battery depletion was premature. Further analysis performed on the hybrid indicated a metal migration anomaly causing a short, which resulted in premature battery depletion of the device.